Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown. Unknown tibial bearing catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-05071, 0001822565-2018-05075.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient has been indicated for a revision due to unknown reasons. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Updated: upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0002648920-2018-00833

Event description:
No further information available at the time of this report.